Manufacturer narrative:
The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt ECG a, b, c, and d electrode cable was cut, cutting all of the wires in the cable. The electrode belt was unable to complete essential performance testing. The root cause for cut cable was physical abuse. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.